Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 5076-52 lead implanted: 2008-(B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device withheld therapy due to onset. The patient had an episode of ventricular tachycardia (vt) which was treated, but the rhythm did not terminate, and the vt slowly crept back into the zone after being declared over. The second episode was delayed for hours due to onset criteria not being met. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.